Event description:
It is reported that during surgery on (B) (6), 2009, the outer package was opened, the inner pack was punctured with the product poking out the end exposed.

Manufacturer narrative:
(B) (4). Eval summary: the returned product exhibits that it has come out of the foam envelope and punctured through the end of the inner cavity compromising the sterile integrity of the package. This product was manufactured in july 2003 and has a possible distribution life of 5.5 years. The probable cause of the inner cavity damage is due to an excessive distribution environment or handling. Eval: device history records indicate all components were mfg and inspected to specification.